Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil was identified within the uterus and this was collapsed') in an adult female patient who had essure inserted. The patient's medical history included heavy periods, rash, asthma, appendectomy, cholecystectomy, cesarean section, diarrhea, headache, nickel sensitivity, dysmenorrhea, abdominal adhesions, endometriosis, paratubal cyst, latex allergy and pelvic pain. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy bilateral salpingectomy with removal essure likely complete bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil was identified within the uterus and this was collapsed') in an adult female patient who had essure inserted. The patient's medical history included heavy periods, rash, asthma, appendectomy, cholecystectomy, cesarean section, diarrhea, headache, nickel sensitivity, dysmenorrhea, abdominal adhesions, endometriosis, paratubal cyst, latex allergy and pelvic pain. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy bilateral salpingectomy with removal essure likely complete bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.